Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged that his meter had not stored some blood glucose results, that blood glucose results were erased. Customer alleged active insulin would be present more than 3 hours after the last bolus. The customer claims that he did receive incorrect bolus recommendation because of the active insulin being present past the insulin's acting time. No adverse event reported.a request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.